Manufacturer narrative:
The reported field event of the inability to interrogate the device was confirmed in the laboratory and was caused by an incompatible programmer software version. The device was unable to be interrogated with the programmer upon receipt. Another programmer was used in the laboratory which had a slightly newer version of software and the device was interrogated. The device was tested using automated test equipment and no anomaly was found.

Event description:
It was reported that prior to implantation, the device was not able to be interrogated. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.